Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 06-may-2021 to ensure the customer's condition had improved - able to contact the customer who stated he did not currently have any diabetic symptoms and no medical intervention since the last call had been needed. Customer stated he has continued to used the true track meter and it is reading properly and he has not further concerns regarding meter/results.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer¿s expected blood glucose test result range is not known. At the time of the call the customer stated he was not feeling well; customer did not specify symptoms. Customer stated he may seek medical attention because he did eat a few things that he should not have. During the call, a back to back blood test was not performed by the customer. The product storage was not disclosed. The test strip lot manufacturer¿s expiration date is 03/31/2023 and open vial date was not disclosed. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Sections with additional information as of 12-jul-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value.